Event description:
On or about (B)(6) 2008, a miniarc single-incision sling system was implanted to treat stress urinary incontinence. It was reported that, "after the sling was inserted," the patient experienced severe pain, infections, continued incontinence, and dyspareunia. It was also reported that mesh has eroded and caused dense scarring and that she, "has suffered, and will continue to suffer disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities, and other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.